Event description:
It was reported that the hydrocephalus did not turn around at f/u 20 days post implant. Teh surgeon suspects valve failure or occlusion since the reservoir not turn back when pumped, and wants to know if similar reports have been seen on the same lot number.